Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a small drop on the bottom of the probe wipe after aspiration between aspiration station and the white blood cell (wbc) bath. During visual inspection the instrument generated vacuum errors. Vacuum was slow to get to 6 psi. The fse replaced the probe assembly and probe wipe assembly to fix the probe leak and replaced the vacuum chamber to remediate the vacuum errors. The fse ran the instrument without any further leaking or errors. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter act diff 2 hematology analyzer was dripping from the probe. The volume of the leak is approximately 3 drops and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of the initial event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.